Event description:
The catheter broke during removal. The indwell time was 155 days. Metal forceps were used during removal.

Manufacturer narrative:
The complaint of a partial tear in the tubing is confirmed. Residual material is seen throughout the sample. A partial tear in the feeding tube has been identified at the 2 cm depth marker. According to the notes in the file, the complainant encountered the tear during device removal. The feeding tube has been cut distal to the 1 cm depth marker. The retention dome was not returned for eval. At this time, the exact mechanism of damage is undetermined. The device had been in place for 155 days prior to the complaint incident. Gross visual and microscopic examinations and functional testing shows no evidence of a defect of deformity related to the mfg process. A chr is not possible, as no mfg lot # info has been provided by the complainant.